Event description:
It was reported by the rep that the (1) hp053 was used during an unknown procedure. It was reported that the device worked intermittently. The case was completed with another instrument and there was no pt consequence.